Event description:
It was reported that the patient presented for a scheduled generator change. The next morning after the procedure, an interrogation was performed it was discovered that the left ventricular lead exhibited high capture thresholds and loss of capture on every vector except one. On (B)(6) 2020 the lead was explanted and replaced. The patient was in stable condition. New information noted that the lead dislodged.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. The next morning after the procedure, an interrogation was performed it was discovered that the left ventricular lead exhibited high capture thresholds. On (B)(6) 2020 the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.